Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (lv) lead exhibited high capture threshold resulted in a complete loss of capture across all lv vectors. The lv lead was replaced; however, the high threshold persisted with the second lv lead. Both the lv leads were not used and the physician elected to abandon the procedure. The patient was in stable condition.